Manufacturer narrative:
The device subject to this MDR was returned for eval. It was visually confirmed that one tab was broken from the mount. The returned blade was measured and all critical specifications were met. Mfg records were reviewed, no issues were identified which may have contributed to this event. The root cause is multi-factorial.

Event description:
It was reported that the blade broke during a total knee surgery at the mount. It was also reported that there was no delay to the procedure, another blade was readily available and the procedure was completed successfully.